Event description:
Pt reports their infusions are have been taking longer than usual so they would like us to send them a new pump. Pt also reports they had rsv/sinusitis/bronchitis/pneumonia in (B)(6) 2026 and had many IV antibiotics which has lead to current c diff (clostridioides difficile) infection that started (B)(6). Pt is currently taking vancomycin 125 mg for 14 days- prescribed by gi specialist and ig provider unaware. Pharmacy will reach out to provider to inform them and pt said they have a follow up with their pcp next week as well. Unknown if pt missed any doses. Unknown if device is available for return. Pt is sending a replacement. No additional information or details available. Pump serial number is unknown. No additional information or details available. Hizentra indication: common variable immunodeficiency, unspecified.